Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, after a day of use suctioning could not be made. The customer indicated that there was no patient harm.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: one sample was received for evaluation, and the reported condition was confirmed. An inflation/deflation test was performed, and it was observed inflation and deflation were difficult. A visual inspection was performed, and it was observed that the inflation line tubing is collapsed inside the lumen of the tube. The suction line was inspected and no damage or obstruction at the time of insertion or extraction was observed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.